Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose (bg) level of 562 mg/dl and numbness, cause was unknown. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER one and a half hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.